Event description:
It was reported that the user performed a factory reset of the ilet system after experiencing fluctuating glucose levels, with contributing behaviors including frequent pump pauses/disconnections and not consistently announcing meals. The user completed setup with a freestyle libre 3 plus cgm, insulin cartridge, infusion set, and weight entry, and then resumed automated insulin delivery. Symptoms included hyperglycemia reaching 400 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and involvement of the cannula component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that unintended use error contributed to the event.